Event description:
Spinal cord stimulator inserted on 3/28/94 for chronic intractable back and leg pain. Pt experienced sudden jolting pain when turning unit on. Pt returned to surgery 6/28/94 for testing of spinal cord stimulator. Lead was disconnected from extension and on inspection the second connector of the extension appeared to be torqued in place and when it had been disconnected the lead also appeared torqued in same area. Lead was hooked to testing lead. Abnormal electrical stimulation was noted. Revision of system was scheduled at later date (8/9/94). The leads and extensions were replaced on 8/9/94.